Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had issues with their ins since they got it. They reported that their implant was not doing what it was supposed to do, it was supposed to help strangling of the nerve in their foot. When asked if this started since implant, the patient did not provide an answer. The patient stated that it did help with their back pain, but their foot feels so tight and they did not want to move. The patient stated that some of the leads moved a little bit and when they reprogramed it, it goes to the front and they needed it to go to the back. The patient did not know when the leads moved, the patient stated that they had an x-ray done and ¿the girl said it moved some¿. The event occurred since (B)(6) 2019 (implant). The patient was redirected to follow-up with their healthcare provider (hcp) and the patient stated that their appointment was another month away. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep) and a healthcare provider (hcp). The patient had sporadic pain relief. The patient presented for a lead revision. The cause was undetermined. The leads were replaced on (B)(6) 2020. The hcp later reported that the patient had a non functioning 'dorsal column stimulator' and was replaced or repositioned yesterday.

Event description:
Additional information was received from the patient (pt). Pt states having surgery to move implantable neurostimulator (ins). Pt states the device was placed on outside of spine and attached and not working as well because pt thinks the ins has moved as she moves a lot. Pt states they are going to put in the nerve canal. Pt states device did work a little bit but then had stopped. Pt states has had ins for a year and was waiting for ins to heal and adjustment but just not going to where it should which should be ankle or foot. Pt states the device has just moved. The patient reported they were going (B)(6) 2020, to have this done.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.